Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# v011468, implanted: (B)(6) 2006, product type: lead. Product ID: 3389s-40, lot# v011468, implanted: (B)(6) 2006, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that during a replacement procedure for normal battery replacement, a short was found on each side of the system; 0 <(>&<)> 1 on the left was 32 ohms and 8 <(>&<)> 11 on the right was 53 ohms. The extensions were wiped down but the issue was not resolved, but one side was resolved after placing the extensions into the new battery; pair 8 <(>&<)> 11 still contained a short with values of 53 ohms. No further evaluations or interventions were planned on the leads/extensions as the impedance issue did not affect the patient's therapy. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.